Event description:
(B)(4). Same case as MDR ID: 2134265-2013-05237. It was reported that post a coronary stenting treatment procedure, myocardial infarction, restenosis and thrombosis occurred. In (B)(6) 2013 the subject presented due to acute myocardial infarction and was hospitalized on the same day. The subject also experiencing cardiogenic shock during the event. Target lesion #1 was a de novo lesion, located in the proximal left anterior descending (lad) with 100% stenosis with a visible clot and was 15 mm long with a reference vessel diameter of 2.75 mm. De novo lesion, located in the proximal lad with 100% stenosis with a visible clot and was 15 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilation and placement of a 2.50 x 20 mm taxus liberte stent with 0% residual stenosis. Target lesion #2 was a de novo lesion, located in the proximal left circumflex (lcx) with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.30 mm. It was treated with pre-dilation and placement of a 2.25 x 16 mm taxus liberte stent with 30% residual stenosis. In (B)(6) 2013 the proximal lcx was treated with aspiration thrombectomy and balloon angioplasty. Also the proximal lad was treated with aspiration thrombectomy, balloon angioplasty and placement of 2.5 x 18 mm abbott mini vision stent. After the procedure, while moving the subject to stretcher, subject became unresponsive with agonal breathing and ECG showed sinus brady. CPR was performed and medication was given (atropine, epinephrine and dopamine). After sometime, the proximal lad was once again treated with balloon angioplasty and medication was given (sodium bicarbonate, integrilin). Intra-aortic balloon pump was also used during the intervention. At the time of the event, the subject was on aspirin and the study drug. The subject was discharged 8 days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, an intra-aortic balloon pump was used. The patient was discharged on aspirin and prasugrel five days post procedure. On (B)(6) 2013, the subject presented emergently in cardiogenic shock. The patient's electrocardiogram (ECG) indicated st elevations and bundle branch block (bbb) with ischemia and cardiac enzymes were found to be elevated, consistent with protocol definition of myocardial infarction. At the time of the event, the patient was on aspirin and study drug per protocol. It was a 100% occlusion in the proximal left circumflex (lcx) and initial proximal left anterior descending (lad) and 100% re-occlusion in second lad closure. The patient was also discharged on clopidogrel. In addition, the adjudication result revealed stent thrombosis located in initial lad closure, circumflex artery closure and second lad closure. On (B)(6) 2013, the patient presented due to non-st elevation mi (nstemi) and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and clopidogrel. The study drug was last taken on (B)(6) 2013. Coronary angiography revealed 10-20% in-stent restonisis of proximal lad study stent and 90% in-stent restenosis in the left circumflex (lcx). Six days from admission, coronary artery bypass graft (CABG) x 4 vessel was performed from left internal mammary artery (lima to lad), saphenous vein graft (svg) to 1st diagonal, svg to obtuse marginal (om) and svg to right posterior descending (r-pda) (non-tvr). At the time of reporting the event was considered as resolved without residual effects. On (B)(6) 2013,the patient was discharged.